Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department (ed) for a nose bleed. Log files revealed strings of low flows on (B)(6) 2021 from 09:43 through 09:48. These low flows coincided with a known syncopal event at home. Upon further discussion with the patient's family, it was determined that the patient was receiving warfarin (coumadin) 6mg orally daily instead of the 1.5 mg orally daily dose that was instructed at discharge. The patient was also taking enoxaparin (lovenox) due to confusion with discharge instructions. Given this was the likely cause of the patient's elevated international normalized ratio (inr) and with resolution of symptoms, the patient resumed coumadin and acetylsalicylic acid (asa) with a heparin bridge. The patient was being followed by palliative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained data from 17:15:47 on (B)(6) 2021 through 11:57:03 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured between 09:43:03 and 09:48:44 on (B)(6) 2021, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 1.4-2.4 lpm. These faults resulted in 4 low flow hazard alarms, with the longest lasting over 4 minutes in duration. The remaining faults did not last long enough to trigger audible hazard alarms. These events appeared to resolve with no further significant fluctuations in pump parameters. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until 11jan2022 when the patient ultimately expired due to events unrelated to the device. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.